Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reset pump, reloaded cartridge and was able to resume insulin therapy